Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the stitching on one of the battery holders on the shoulder pack was broken, and as a result it was unable to secure the battery safely. The shoulder pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was reported that the stitching on one of the battery holders on the shoulder pack was broken. The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned shoulder pack revealed that the unit passed visual inspection and functional testing; the reported damaged battery holder could not be confirmed during testing. If information is provided in the future, a supplemental report will be issued.